Manufacturer narrative:
The meter was returned for investigation. Sections d9 and h3 were updated. The meter display did not show any noticeable contrast issues. The investigation of the device showed the battery compartment was contaminated by a leaking battery and the circuit board was contaminated by penetrated liquid which affects the conductive rubber contacts. This contamination caused the temporary display issues observed by the customer. The investigation determined the display issue is consistent with a handling error.

Manufacturer narrative:
Occupation is patient/consumer (caregiver). The reporter had put in new batteries. The battery compartment was clean and dry. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The reporter alleged when trying to set the time and date the minutes showed numbers like 18, 80, and 70. Upon completion of a display check the 888s in the results field appeared faded. The meter memory was reviewed. There was a result of 11% q with a date of "12/31/88" and a time of 1:83 p.m. The reporter stated the top half of one of the 1s in the result of %q could be seen but the bottom half was missing. When the unit of measure was changed to inr, the result in the memory was 4.6 inr with a date of "(B)(6) 1988" and a time of 1:83 p.m. The cross on the 4 was very light and the reporter could almost not see it and the top of the 6 was very light. If the reporter moves, the meter screen changes. The reporter had not seen the result of 11% q before and no results in %q had been reported the patient¿s healthcare provider.

Manufacturer narrative:
Section d4: model number, material number and UDI number were updated.